Manufacturer narrative:
Based on information reported to davol, the patient underwent an open repair of an inguinal hernia with a bard mesh on (B)(6) 2010. On (B)(6) 2010, the patient reports another procedure to repair a recurrent inguinal hernia that included a small bowel resection and mesh explant. While no medical records have been provided for evaluation, recurrence is listed as a possible adverse reaction in the product's instructions for use. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no specific device failure has been alleged and no product has been returned. No conclusion can be drawn at this time.

Event description:
Per maude event report (B)(4) and patient: on (B)(6) 2010, patient underwent an open repair of left inguinal hernia with bard mesh. Patient reported a few weeks after surgery, a large lump developed over left inguinal hernia area and in the surgeon's office, the surgeon aspirated approximately 40 cc's of blood (hematoma). On (B)(6) 2010, patient underwent surgery for recurrent left inguinal hernia repair with bowel resection and explant of bard mesh.